Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A sample was received to perform an investigation. A visual inspection of the returned warmer found wear and tear damage to the drain fitting, enclosure, water tank cover, front cover, pole clamp, and line cord. Functional testing was performed by filling the reservoir with water, attaching the temperature check to hotline, plugging in the line cord, and turning on the power switch to perform safety and electrical testing. The reported problem was confirmed and found there was a thermal cord cut off. The cause of the problem was determined to be user interface. No repairs were performed. Due to the age and condition of the device, it was scrapped. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 had a broken thermal cut off. No patient adverse events reported.